Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7081226, UDI: (B)(4). Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7073109, UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprogramming. It was also stated that the felt pain at the implantable pulse generator (ipg) site and the pocket hurts when leaning against the device. The patient underwent a procedure wherein the ipg and leads were explanted and the explanted devices will no be returned as it was discarded by the facility.